Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/26/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3, d4, h4. Additional information was requested and the following was obtained: was there any patient consequences? No. Event day: (B)(6) 2021. Device status: return requested. Lot: qkmdqj (B)(4). Date sent to the FDA: 3/24/2021. Corrected information: g1 manufacturing site.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01720, 2210968-2021-01721, , and 2210968-2021-01723. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Event day? Device status? Lot?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke without force. There were no adverse patient consequences reported. No additional information was provided.